Event description:
Tip of the drill broke down inside the bone. To extract the drill tip was very complicated, extend the procedure in 2 hours and was impossible to place an anchor in the area.

Manufacturer narrative:
Device was not being returned for evaluation. (B)(4)

Manufacturer narrative:
Evaluation of the drill shows the complete drill head length has been sheared from drill. Drill tip sheared at the main shaft intersection to drill head. Shaft of drill is also bent. Proximal end that interfaces with drill chuck is damage and appears to have been chucked improperly. All dimensions that could be verified ¿ meet specification. Drill met hardness specifications actual 42 rc. Drills condition is consistent with drill slipping in the drill chuck during use contributing to its failure. (B)(4).